Event description:
A report was received that the patient was experiencing difficulty charging the ipg and pain at the pocket site. The physician believed the battery was slightly tilted due to weight gain. The patient will undergo battery replacement.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and pain at the pocket site. The physician believed the battery was slightly tilted due to weight gain. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged in two cycles from its hibernation. However, in the profile data, the charging difficulty was evident similar to the characteristics of tilted ipg orientation or deep pocket. The reported electrical surge could not be duplicated on the test bench. The monitored stimulation found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. It was verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.